Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values compared to unspecified lab method. Patient's therapeutic range 2.5 - 3.5 patient self tester called to report he had multiple discrepant results with inratio about 1.5 - 2 years ago and was hospitalized on two separate occasions. Patient alleges the hospitalization was for bleeding in his knees and again for internal bleeding from an unidentified source. Patient did not provide specific dates for the inratio inr values or lab inr values. Caller was unable to provided dates he was hospitalized or treatments that were provided. Caller also indicated results on his inratio vs the hospital lab at those times were "way off" but he was unable to provide any additional information regarding exact results obtained. Patient self tester was unable to provide the lot number of the strips he was using at the time - he purchases his supplies from a medical supply company. Patient reported he regularly changed his dose based off the inratio inr results. Patient did not provide name of medication but did state his current medication dose is alternating 4 mg/day and 5 mg/day. Unable to provide specific dose changes. Patient recently started taking pentoxifylline, 100 mg 3x/day. No other changes in medications. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the meter associated with the complaint was returned for investigation. Retained strips tested on the returned meter met accuracy criteria. The customer's complaint was not replicated during in-house testing. Additionally, the returned meter met functional and thermistor testing requirements during investigation. The strip lot number was not provided. Therefore a lot was selected. In-house testing on strip lot 398154 met release criteria. Manufacturing batch record review did not uncover any non-conformances. The lot meets release specifications. A statistical analysis of the impedance curve was unable to be performed because there was not a complaint value. Based on the information available, there is no indication of a product deficiency and no corrective action is required.